Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that a blackened wire was identified on the stage 1 motor protection switch (mps) of the aquabplus reverse osmosis (ro) system. The reported issue was discovered during machine repair after the ro system powered off. The biomed confirmed there was power to the wall disconnect. Additional information was obtained during follow-up. The biomed stated that the l1 insulation was charred. There was no burning smell, smoke spark, flame, or arcing. No alarms were received as the aquabplus powered off from supply mode. No blown fuses were identified. The thermal overload relay did not trip. The machine is plugged into its own breaker. There were thunderstorms in the area on the day prior to the reported event however a local power grid issue could not be confirmed. The on/off button push button was replaced to resolve the reported issue. The aquabplus was returned to service the same day. No parts are available to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm associated with the reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the manufacturer confirmed the reported issue with the provided photograph and intake information. The cause of the reported issue was determined to be a bad electrical contact at the motor protection switch. The contact resistance and pump current increased which led to increased thermal energy at the contacts points. The cable lugs/wiring at the motor protection switch overheated and became discolored/damaged from the released thermal energy. A mains line also could have been missing (as a result of the bad electrical contact) and the thermal overload switch or the motor protection switch (depending on the operation mode) was loaded unbalanced and could have tripped, resulting in the interruption of device operation and subsequent error codes/t1 test failures. This failure is a known issue. Corrective actions were defined. A new design of the motor protection switch and its wiring was developed but is currently not released for the us market. The affected aquabplus system was manufactured before the implementation of the corrective action in series production. According to the intake information, the issue was resolved by replacing the motor protection switch in stage 1. It is also recommended to check and replace the wiring and motor protection switch in stage 1 and stage 2 with parts to avoid additional failures.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that a blackened wire was identified on the stage 1 motor protection switch (mps) of the aquabplus reverse osmosis (ro) system. The reported issue was discovered during machine repair after the ro system powered off. The biomed confirmed there was power to the wall disconnect. Additional information was obtained during follow-up. The biomed stated that the l1 insulation was charred. There was no burning smell, smoke spark, flame, or arcing. No alarms were received as the aquabplus powered off from supply mode. No blown fuses were identified. The thermal overload relay did not trip. The machine is plugged into its own breaker. There were thunderstorms in the area on the day prior to the reported event however a local power grid issue could not be confirmed. The on/off button push button was replaced to resolve the reported issue. The aquabplus was returned to service the same day. No parts are available to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm associated with the reported issue.